Manufacturer narrative:
Qn # (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws with the teeth fall out, one piece falls into the patient and one piece is left on the patient's abdominal wall". Additional information received states that all pieces were successfully retrieved from the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the device was returned, and the reported event was confirmed. A review of the DHR did not indicate any reasons to suspect a manufacturing defect. A review of the complaint history for the previous 48 months did not indicate any similar confirmed events. The cause of the event cannot be determined. The cause is of the reported event could not be confirmed. No corrective action required." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws with the teeth fall out, one piece falls into the patient and one piece is left on the patient's abdominal wall". Additional information received states that all pieces were successfully retrieved from the patient". No patient harm or injury. The patient status is reported as "fine".